Manufacturer narrative:
The reported complaint of the thermogard xp ivtm console (s/n (B)(4)) displayed a mid:01 (post watchdog) error message was confirmed based on the event log review but was not confirmed during functional testing. The root cause of the intermittent occurrence of the mid:01 error was the variation in the tolerance of components on the old revision of the input/output (I/o) printed circuit board, interacting with the power supply under certain conditions. Upon visual inspection, no physical damages were observed on the console. The event log review showed multiple occurrences of mid:01 (post watchdog) error messages around the customer's reported event date; thus, confirming the reported complaint. The thermogard xp ivtm system passed functional testing without any fault or error, and the reported complaint could not be replicated. The older version processor board is susceptible to mid:01 issues and was updated with a design change by zoll in september 2020. The old revision I/o printed circuit board will be replaced to remedy the intermittent occurrence of the mid:01 error. Awaiting the customer's approval for repair.

Event description:
Thermogard xp ivtm system (s/n (B)(4)) and a cool line catheter were used to provide ivtm treatment to a patient with high fever and subarachnoid hemorrhage (sah). During the cooling phase of the treatment, the thermogard console displayed a mid:01 (post watchdog) error message. The user performed multiple attempts to reboot the system, but unsuccessful. Eventually, the thermogard console powered back up with the power supplied from the wall outlet. The mid:01 error was cleared, and the treatment continued. Two days later, the physician elected to switch to another thermogard console to investigate the root cause of the mid:01 error. The same catheter and suk were used with the second console to complete the treatment. No consequences or impact to the patient.